Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was diagnosed with a pneumothorax one day post the implant procedure. Oxygen was administerd to the patient who stabilized, and was later discharged. The device and leads remain implanted.